Event description:
Information was received from the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the after an ins replacement from restore to intellis due to normal elective replacement indicator (eri), the patient faced highly increased amplitudes before feeling stimulation. Before stim was set at 5.8 with restore, now with intellis amplitude needs to be increased up to 19-22 for a sufficient stim feeling. Patient has 2x quad leads (possible surgical-unknown) at which e2 has a high impedance of 12,400 ohms. The high impedance was known prior to ins replacement and that electrode was not in use. Other electrodes show normal range impedances between 430-900 ohm. Settings were 1+ 3+ 8+ 9- 10- and 11 +. After we had contact the following settings were chosen: prog a. 3+ 9- 8.9ma 680 pw with 80hz. The patient encountered problems with his remote, as stimulation was sometimes not available or cannot be increased after an initial decrease by patient. Recharge burden was very high although patient experiences a positive effect. It was questioned how can we solve the big difference in amplitude requirement. On (B)(6) 2026 they have a remote meeting using video calling.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead lot#serial#: unknown, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot#: unknown, g2: nl, h6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.